Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign, event occurred in (B)(6).

Event description:
It was reported that during an unknown time, the handle was stuck and did not mesh well at start. It is unknown if the handle was able to perform the up and down motion. There was no information available regarding the patient impact. Due diligence is complete; no further information is available.